Event description:
Rptr is now receiving a sterile tube instead of the sterile peel foil pack from the depot. When the tube is cut open the tip of the tube becomes unsterile. While pulling the gauze out of the tube the petroleum gauze touches the tip of the tube making it unsterile (the operating room is a sterile environment). This item is not suitable for proper surgical care in the operating room other. Activities can still use this item.